Event description:
The facility reported an infusion pump with failure code 810:04 during biomed testing. No additional contact information was provided. The hospital representative stated there have been no reports of any patient incident involving this pump since the last baxter service event.